Event description:
It was reported that during a routine follow up, extended charge time was observed. A capacitor maintenance was performed and the long charge time was still observed. The system was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
Evaluation description. No conclusion code available. Final analysis found the reported field event of extended charge time could not be confirmed. The charge times that occurred in the field are considered to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.